Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip would not deploy. Block h10: investigation results the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device was returned with a clip assembly attached. Microscopic examination was performed, and no problems were found on the clip. A functional examination was performed, and it was found that the clip assembly was able to perform the first activation and release of the clip assembly. No problems with the device were noted. The reported event of clip would not release from catheter was not confirmed. Investigation found that the device was returned with the clip assembly attached and with evidence of first activation, indicating that the clip did release from the catheter. The clip was able to open and close its arms. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed on (B)(6) 2023. During the procedure, the clip would not deploy, and the patient experienced minor bleeding. No patient complications have been reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip would not deploy.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed on (B)(6) 2023. During the procedure, the clip would not deploy, and the patient experienced minor bleeding. No patient complications have been reported as a result of this event. No further information has been obtained despite good faith efforts.